Event description:
Procedure: liver resection. According to the reporter, the device was being used to excise the hepatic vein. A nurse loaded the 1st cartridge onto stapler and confirmed the jaws moved properly, and handed the device to the surgeon. The device was applied on the hepatic vein, the jaws were closed, and the green button was pushed and the handle moved to the firing position. After 1st squeeze, the handle would not move. Therefore, the surgeon retracted the black return knob and opened the device's jaws. Since some staples were malformed, the surgeon manually excised and ligated the hepatic vein. No bleeding. There was tissue damage and unanticipated tissue loss. Nothing fell into cavity. Pt status: no problem. Operating room time not extended by more than 30 minutes. Pt age, weight and gender: unk. No info about the use of reinforcement material. The stapler was re-sterilized.

Manufacturer narrative:
(B)(4).